Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and battery cap was damaged. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were multiple power on resets in black box. There were two battery compartment cracks observed. There was no evidence of moisture. The battery cap was unable to fully tighten due to damaged battery cap threads. A power loss was observed upon power up. (B)(6).